Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome and spinal pain. The hcp reported that the patient is having a cervical and brain MRI for possible epidural abscess. They think that the symptoms are related to the patient¿s device. It was noted that the patient has had stroke-like symptoms. The hcp stated that labs were taken on the day of the report, and the patient had a fever and an elevated white blood cell count. They also indicated that the patient experienced trouble with their speech. The hcp added that 3 days prior to the report, the patient had trouble walking, weakness in their leg, and had fallen and hit their head. The patient also has redness at their incision site. Additional information received from the physician indicated that the patient has an infection at their pocket site and is in the hospital. No further complications were reported or anticipated.